Event description:
It was reported by the patient that they had blood glucose levels were 35 mg/dl and they had chest pain and it was hard to breathe. The patient was taken to the hospital since they couldn't get their blood glucose levels lowered. They were now dehydrated. It was reported that they kept they overnight running tests and kept them there to rehydrate them. Patient was released the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.